Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The medtronic representative corrected the geocal file from the 4.0.2 software and confirmed navigational accuracy. The medtronic representative then performed an imaging system check-out; the imaging system passed the system checkout. This device is included in the medical device field correction notification, " o-arm o2 surgical imaging system navigation accuracy. Spatial calibration may be erroneous in stealthstation navigated images" (september 2016).

Event description:
A medtronic representative reported that after installing the software update on the imaging system, the geocal file on was incorrect. There was no patient present when this issue was identified.